Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the hook plate [footplate] of a proglide device was jammed and unable to deploy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam could not be confirmed due to the condition of the device. A posterior foot break, not returned was noted. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A posterior foot break not returned was found during evaluation of the returned device. The location of the detached foot is unknown.